Manufacturer narrative:
The lead remains in service and no further information has been obtained. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead impedances have fluctuated from the upper 600 ohm range to 1154 ohms. This model lead is a high impedance lead so the measurements are considered normal. No other lead anomalies were observed. The physician has elected to continue monitoring the lead at this time. No adverse patient effects were reported.